Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 23 mg/dl when paramedics arrived. Customer stated that she was found unconscious and paramedics were called. Customer also stated that her insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked display window corners, broken reservoir tube lip and cracked battery tube threads noted during visual inspection.